Manufacturer narrative:
Age:unk. Sex:unk. Weight:unk. Ethnicity:unk. Race:unk. Date of event:unk. Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (Expiration date): unk, no serial number reported. Implanted:unk. Explanted:unk. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
The reporter indicated that a cq intraocular lens was gliding before the cartridge was closed. The reporter stated "upon insertion a tear occurred in the periphery of the optic right at the base of the haptic. Fortunately it did not tear off, although came within a mm of doing so". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.